Event description:
A peritoneal dialysis (pd) patient experienced peritonitis.the cause was not reported. On the same day as the event onset date, the patient was hospitalized and was treated with ceftazidime (intraperitoneal). One month after the event onset, the patient was discharged from the hospital and has recovered. Pd therapy was ongoing. The reporter decline declined to provide additional information.

Manufacturer narrative:
Date of event: the event was reported to have occurred on either (B)(6) 2022 or (B)(6) 2022 .the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.